Event description:
Patient issue ¿ tip breakage: our affiliate is reporting the following to us: description of the event : breakage of the tip of the guide. During the first procedure (knee ligament reconstruction), the surgeon used a guide pin in order to lead the implant (the interference screw). The pin broke at 10 centimeters from its tip but the surgeon didn't notice it. Consequences for the patient : reoperation. One week after the first procedure, the surgeon noticed the broken part of the pin inside the patient body thanks to a radiography. The patient had another surgery under anaesthetic (on the (B)(6) 2013) with the same doctor. This one removed the remaining broken pin and the implanted screw, then he put a new screw. Current patient status: well. Patient: 18 years old man without medical history.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek however is not known if it will be received within the 30 day reporting requirement, therefore depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report. Unknown if returning or not.

Manufacturer narrative:
The complaint device was received and evaluated. Visual observation confirms a portion of the distal tip is broken. This type of failure is typically observed with excess torque and off angle insertion. No procedural details were provided to determine if this was the root cause in this complaint. At this time, from the description provided, a definitive root cause cannot be determined. A batch record review has been conducted and the results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints of any kind for this lot of (B)(4) devices that were released to distribution. Based on the overall complaint rate, at this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
Patient issue ¿ tip breakage: our affiliate is reporting the following to us: description of the event : breakage of the tip of the guide during the first procedure (knee ligament reconstruction), the surgeon used a guide pin in order to lead the implant (the interference screw). The pin broke at 10 centimeters from its tip but the surgeon didn't notice it. Consequences for the patient : reoperation one week after the first procedure, the surgeon noticed the broken part of the pin inside the patient body thanks to a radiography. The patient had another surgery under anaesthetic (on the 21st of november 2013) with the same doctor. This one removed the remaining broken pin and the implanted screw, then he put a new screw. Current patient status: well. Patient: (B)(6) years old man without medical history.